Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve for aortic insufficiency, the operator lost capture during valve deployment. The delivery system was rocking back and forth. The operators attempted to deploy and it looked like the valve landed 50/50. When the operators came off pacing, the valve embolized into the left ventricle (lv) and subsequently came off the wire. The decision was made to convert to surgery and explant the valve and implant a surgical valve. The surgery went well.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. As reported, it was pure aortic insufficiency case (native valve without calcification). The edwards sapien 3 ultra valve with the commander delivery system is not indicated for pure aortic insufficiency case. Therefore, the case is considered off-label. The IFU and training manuals in this section were reviewed for relevant guidance for an s3u implant using a commander delivery system. Based on this review, no IFU/training deficiencies were identified. The implanting of a sapien 3 ultra valve in aortic position with pure aortic insufficiency case is not indicated for use. The risk management file captures risks for indicated device use only. Therefore, the related hazardous situation/harm that occurred in this complaint is not captured in risk management documentation. The review of the risk management file is complete, and no further action is required at this time. The complaints for embolized into ventricle and malpositioned were unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, "for aortic insufficiency, the operator lost capture during deployment (off-label). The delivery system was rocking back and forth. The operators attempted to deploy anyway, and it looked like the valve landed 50/50. When they came off pacing, the valve embolized into the left ventricle (lv) and subsequently came off the wire". During deployment the rapid pacing performed is meant to reduce the blood flow to the left ventricle. The reduction in blood flow allows the delivery system and valve to be minimally disturbed during valve deployment. Without rapid pacing, the blood flow would cause the balloon and valve to move during deployment. Per training material, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment" and "loss of pacing capture during valve deployment can result in movement of the valve and possible embolization". As the valve was deployed too ventricle, and the native annulus had a lack of calcification (pure aortic insufficiency case), which could lead to the deployed valve dislodging from the target site (native annulus) and resulted in an embolized valve into the ventricle due to the deployed valve being inadequately anchored to the target site (native annulus). In this case, available information suggests that procedural factors (off label use with aortic insufficiency case and loss of capture pacing) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.